Manufacturer narrative:
Unique ID (B)(6). Bed serial numbers are (B)(4). Representative from pilot stated that on (B)(6) 2019 the technician locked the wheels, adjusted bed straps and secured the bed frame. On (B)(6) 2019 the customer, (B)(6) confirmed that service was completed and is satisfied.

Event description:
Spoke to (B)(6) claims wife keeps falling off the bed. Wife weighs (B)(6) lbs, she is 5 foot 7. Customer states his wife fell last night. Wife does not have mobility problems and does not require assistance getting in and out of bed. Customer claims that his wife did not go to the hospital. The customer claims the bases came apart and she slid out of the bed and ended up on the floor, on the outer side of the base not in between. Customer had bed straps installed last year. The flooring is wooden, there are wheels on the bed, but they are locked, the bed does not move.